Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: it was reported that several fp occurred. Results: is the customer reporting a false positive or false negative?: false positives (up to 6 false positives now out of ~160 tests in the past 2 days.) Did the customer visually interpret the result or did they insert into the analyzer to determine the result?: analyzer used every time. What type of reference method was used to confirm the result (pcr, viral culture, etc)?: pcr. How many specimens were discrepant (fp or fn)?: 6 fp. Was there any patient impact as a result of the false result?: yes. They were put on contact droplet isolation in their room (in long term care). Family notified. ++ stress experienced for all (family, resident, and staff on unit) d to be negative using pcr testing. Customer also indicated that there may be other lots involved."

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: eua (B)(4). The following information was provided by the initial reporter: " it was reported that several fp occurred. Results: is the customer reporting a false positive or false negative? False positives (up to 6 false positives now out of ~160 tests in the past 2 days.) Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer used every time. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? 6 fp. Was there any patient impact as a result of the false result? Yes. They were put on contact droplet isolation in their room (in long term care). Family notified. ++ stress experienced for all (family, resident, and staff on unit). D to be negative using pcr testing. Customer also indicated that there may be other lots involved."

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1014710. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. CAPA 1878253 has been initiated. H3 other text: see h10.